Manufacturer narrative:
Concomitant medical products: product ID: 694765 lead, implanted: (B)(6) 2008; product ID: 5076-52 lead, implanted: (B)(6) 2005. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead exhibited high thresholds and occasional undersensing during monitored atrial tachyc ardia/atrial fibrillation (at/af) episodes. The ra lead remains in use. No patient complications have been reported as a result of this event.